Event description:
The hcp reported that the patient had a broken catheter which was replaced. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.